Event description:
The plaintiff alleges that on april 22, 1998 plaintiff was diagnosed as having a severe latex allergy. As a result, plaintiff alleges that plaintiff has suffered physical injuries, pain and suffering, embarrassment, humiliation, loss of enjoyment of life, lost past wages, lost future earnings, lost earning capacity, medical expenses, future medical expenses, fright and apprehension, emotional distress, inconvenience and other incidental and consequential damages.